Event description:
A report of pain from the leads was rec'd. After several unsuccessful reprogramming attempts, the physician wants to try lidocaine injections. The pt states that none of her pain is being covered by the device.